Event description:
Description of event according to initial reporter: the feet of the filter are in the right common iliac. The filter was accidentally deployed that way on (B)(6) 2020. They are intending to retrieve the filter. The anatomical location of the filter deployment was top in the distal ivc with the feet landing in the right proximal common iliac. The orientation and tilt of the filter at implant is originally unknown but it is presently tilted. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.